Manufacturer narrative:
Pr 10154246 follow up for device evaluation. It was reported there were damaged syringes, syringes with black spots and syringes with threads on the plungers. To aid in the investigation twelve samples with no packaging and two photos were provided for evaluation by our quality team. A visual inspection was performed. Four samples have black specks of embedded degraded resin. Four samples are damaged, three at the syringe barrel luer and one at the top of the plunger rod. The last four samples have a plastic flash at the vestige gate on the plunger rod; this flash is considered an acceptable imperfection. The two photos provided show a plunger rod with the plastic flash. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the damaged components, these defects could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 301031, lot 3235001. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received at the end of a batch, we submit the anomalies found. All abnormalities found were found during packaging, i.e. Before use. There are no patients involved. Item number: 301031 batch: 3235001 event date: 23-04-2024. Derogations: 6 x damaged syringe 21 x syringe with black spots +/- 1000 syringes with thread on the plunger (see picture) (structural deviation).

Event description:
At the end of a batch, we submit the anomalies found. All abnormalities found were found during packaging, i.e. Before use. There are no patients involved. Item number: 301031. Batch: 3235001. Event date: 23-04-2024. Derogations: 6 x damaged syringe. 21 x syringe with black spots. +/- 1000 syringes with thread on the plunger (see picture) (structural deviation).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.